Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient felt chest pain and went to the hospital. It was reported that the atrial lead dislodged during repositioning of the ventricular lead. The atrial lead was also repositioned.